Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: jmh205, jmh525, jmh641, jph059, kah369, kah712. A review of the batch manufacturing records was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent an orthopedic procedure on (B)(6) 2016 and topical skin adhesive was used. During treatment at the ward on (B)(6) 2016 skin inflammation was found on the top of the foot. The skin that was inflamed was not the site that the topical skin adhesive had been applied. A steroid ointment was applied and the inflammation improved. Additional information has been requested.